Event description:
It was reported that the r-waves decreased a few days after implant. The lead was explanted and replaced when repositioning was unsuccessful. The lead was discarded.

Manufacturer narrative:
No medwatch form was received.